Manufacturer narrative:
E1 : establishment name: (B)(6). Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Country: united states of america. Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set leakage issue on (B)(6) 2026. It was stated that quick release was broken which leads to high blood glucose levels upto 390 mg/dl and was treated with insulin pump.